Event description:
A cusaexcel2 was involved in an incident that was described as follows; "no ultrasonic (u/s) vibration generated." The problem was found during a hepatectomy, 15 minutes into the procedure. The handpiece was in contact with the patient and the patient was anesthetized when the problem was found. The surgery was postponed to the next day. The patient's age, gender and underlying medical condition were not provided. The patient was not injured.